Event description:
The hospital reported that during the saphenous vein harvesting procedure, the c-ring on the harvesting cannula cracked causing the c-ring to flatten out. A small branch got caught in the c-ring when it was being removed from the leg causing bleeding. The harvester made an incision to repair the branch and retrieve the saphenous vein. No other pt complications were reported.